Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Pump received with normal operating currents and no frozen screen during testing noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a button error alarm while they were sleeping. Customer stated they were unable to clear the alarm. It was also found the insulin pump appeared to be frozen. The customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.